Manufacturer narrative:
A supplemental MDR is being submitted for completion of the investigation. The following sections of this report have been updated: b4, g3, g6, h2, h6, h11. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided and the following was observed: distal tip opened but torn. Introducer inserted through delivery system. An investigation has been opened to determine the root cause and implement any necessary corrective actions. The complaints for sheath distal tip torn and difficulty advancing through sheath were confirmed based on the evaluation of the provided imagery. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, and/or by manufacturing process variation during tecoflex trimming step leading to hdpe damage. Additionally, patient factors such as tortuosity and calcification in the access vessel (as indicated in the patient information provided) may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our united kingdom affiliates, during implant of a 26mm sapien 3 ultra resilia valve in the aortic position by transfemoral approach, while advancing the commander and valve through the esheath+, resistance was felt when crossing the distal tip, however suddenly the valve exited the tip and the implantation was successfully completed. The devices were removed without issue, but the distal tip of the esheath+ was observed to be torn. The vessel was closed as normal, and the patient did not suffer any injuries and was in stable condition.